Manufacturer narrative:
The device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensed noise that resulted in inappropriate atrial tachy response (atr) episodes. It was noted that this system will be evaluated in clinic. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system exhibited oversensed noise on the non-boston scientific right atrial (ra) lead. As a result, inappropriate atrial tachy response (atr) episodes were stored. It was noted that this system will be evaluated in clinic. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted as a correction was made to the event description. The device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.